Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred and the procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a versacross connect for faradrive was selected for use. Normal groin access was obtained and transeptal access was performed without any issues. After mapping the left atrium with a diagnostic catheter, the patients blood pressured dropped and a pericardial effusion was noted. The procedure was stopped, the patient received blood pressure support and no pericardiocentesis was performed to treat the event. The patient was hospitalized and had fully recovered from the event. The device is not expected to return for analysis (disposed). In the physician opinion, the cause could have been a result of coronary sinus access possibly. The versacross was not in the body when patient complication begun and did not cause the issue nor malfunctioned.